Manufacturer narrative:
A ge service representative performed an on site investigation. The coin battery and power supplies related to the sbc assembly were evaluated and identified as requiring repair. The customer declined to have further service performed by ge and determined to utilize a third party service provider. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.